Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model : sc-2218-50, serial : (B)(4), description: linear st lead, 50cm; model : sc-3138-35, serial : (B)(4), description: scs phiii ext 35cm.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure due to ineffective therapy. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.